Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. After the procedure, the pt experienced significant dyspareunia. The pt is post-hysterectomy, and has adequate vaginal length and depth but is very tender at the apex. At almost eight to ten months post-operatively, the pt has an inflamed vagina despite antibiotics and estrogenization. The pt experiences spotting and has no obvious granulation tissue, just a reddened, slight tender vaginal mucosa.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.